Manufacturer narrative:
Correction added to a2: the correct age of the patent is 36 years. Additional information added to a4, b5, b6, b7, d10, h6 and h10. B5: upon follow-up, it was reported that the patient experienced a breach aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient has recovered from the event. The patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized however, the patient was treated with gentamycin injection (20mg, for 7 days) and cefazolin (1g, once daily, for 14 days) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.